Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer were hospitalized due to high blood glucose on unknown date with unknown blood glucose. Customer stated that the screen of insulin pump had problem and it harder to read. Customer stated the battery compartment threads were broken off due to insulin pump fallen off. The insulin pump will be returned for analysis.